Event description:
It was reported that it was noticed during the procedure the plates did not it as expected. The plates were not able to be modified and were not used to complete the surgery. There were backup plates available to successfully complete the surgery, there was no significant surgery delay and no adverse events to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Based on the investigation there is no known product problem and no clinical signs, symptoms or conditions. In conclusion, the plate was designed according to the data transmitted by 3d systems and manufactured according to specification.

Event description:
It was reported that it was noticed during the procedure the plates did not it as expected. The plates were not able to be modified and were not used to complete the surgery. There were backup plates available to successfully complete the surgery, there was no significant surgery delay and no adverse events to the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.